Manufacturer narrative:
The manufacturer received updated information on mar 27, 2019 indicating the original valve implanted was a pvs23,size medium as opposed to the originally reported pvs25. This information has been included in an updated event summary below and in section b5, and device information in d4: obtained information from sure avr registry about subject ID: (B)(6), a 79-year old male patient. On (B)(6) 2013 a perceval pvs23, s/n (B)(4), valve was implanted via mini-thoracotomy. However, this implant was unsuccessful due to malpositioning. In the ICU both intra and para prosthetic mild/moderate leaks were detected by tee. The echo reports: "device appeared not properly positioned for approximately 1/4 of its circumference". A re-intervention was performed the following day to implant a new perceval pvs25, s/n (B)(4), size l. Patient was discharged on (B)(6) 2013 with no other issues pvl: 0 and cl: 0. This information does not change the fact that the root cause was identified by the site as a malpositioning, however, this does indicate that an under-sizing may have also contributed to the leak and valve insufficiency. Thus the reported root cause and analysis results are not altered by this information.

Event description:
Obtained information from sure avr registry about subject ID: (B)(6), a 79-year old male patient. On (B)(6) 2013 a perceval pvs23, s/n (B)(4), valve was implanted via mini-thoracotomy. However, this implant was unsuccessful due to malpositioning. In the ICU both intra and para prosthetic mild/moderate leaks were detected by tee. The echo reports: "device appeared not properly positioned for approximately 1/4 of its circumference". A re-intervention was performed the following day to implant a new perceval pvs25, s/n (B)(4), size l. Patient was discharged on (B)(6) 2013 with no other issues pvl: 0 and cl: 0.

Manufacturer narrative:
Correction: patient code changed from 1963 - mitral insufficiency to 1715 - aortic insufficiency.

Manufacturer narrative:
Based on the information received from the sure-avr clinical registry the event was a result of a procedural malpositioning. The device was removed and replaced with a valve of same make and model. Based on this information there were no device malfunctions intrinsically related to the functionality of the perceval pvs25 valve. The root cause is thus deemed to be related to procedure and no additional investigations will be performed.

Event description:
Obtained information from (B)(6) registry about subject ID: (B)(6), a (B)(6)-year old male patient. On (B)(6) 2013 a perceval pvs25 valve was implanted via mini-thoracotomy. However, this implant was unsuccessful due to malpositioning. In the ICU both intra and para prosthetic mild/moderate leaks were detected by tee. The echo reports: "device appeared not properly positioned for approximately 1/4 of its circumference". A re-intervention was performed the following day to implant a new perceval size l. Patient was discharged on (B)(6) 2013 with no other issues pvl: 0 and cl: 0.